Event description:
The customer reported that the fiber was connected to the laser and immediately there was a 'pop' sound and then clicking at the fiber port. The laser was turned off. No damage was detected at the laser's blast shield.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient.(B)(4) - material separation; melted; material discolored. (B)(4).